Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent an incarcerated ventral hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2014 where the surgeon noted the mesh ¿to be completely detached from pretty much all fascial attachment points from prior hernia repair.¿ it was further reported the surgeon noted ¿mesh was then able to be removed excising it from the underlying fascia as well as adhesions as well as from the bowel carefully meticulously along the abdomen itself.¿ it was reported the patient continues to experience severe pain, nausea, diarrhea, chills, fevers, inflammation, loss of appetite, loss of energy, stress, depression, anxiety and sleeplessness.